Event description:
It was reported by the affiliate in south korea that during a rotator cuff repair procedure on (B)(6) 2020, it was observed that the suction on electrode device was not working. The same device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: according to the information provided, it was reported that the electrode was out of order of suction tube (could not work suction function). The device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode was sent to the manufacturer for the suction test and further analysis. The vapr premiere 90 electrode -ea was evaluated by the supplier with the following results: the device has not been returned in its original packaging. The active tip appears in an unused condition and no residue can be seen in the suction tubing. The electrical test was performed, and all the parameters passed. Also, the functional test was conducted; as a result, the flow rate was failed. From our investigation we were able to confirm the reported suction failure with the returned complaint device. The investigation discovered that the proximal end of the active suction tube was blocked by uv glue and consistent with other complaint devices investigated under CAPA no. Cap-101588. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. The curing process would then be fully achieved with the application of radiation at the sterilizer. As this failure mode is still currently under investigation this complaint will be added to the scope of the CAPA. A DHR review has been performed for the complaint device lot number u2003064; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra & DHR no correction action is recommended. A CAPA cap-101588 has been initiated to provide root cause analysis and identify a corrective / preventative action plan. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2020, it was observed that the suction on electrode device was not working. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.